Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to an open l3 inductor on the computer/analog board. The root cause for the open inductor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power up.